Manufacturer narrative:
A4): patient's weight unk. A5a./5b.): patient's ethnicity/race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. H3/h6): the device has been returned to the manufacturer but the evaluation and investigation have not yet begun. A supplemental MDR will be submitted upon completion. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a moderately calcified plaque lesion in the mid superficial femoral artery (sfa). The physician chose a spectranetics turbo elite laser atherectomy catheter to treat the patient. While in use, the distal marker band detached, but was successfully retrieved using a small 3.0 balloon. Per report, the physician did not lase in contrast. Other balloons were used to complete the procedure with no reported patient harm. This event captures the turbo elite's distal marker band which detached, requiring intervention for retrieval.

Manufacturer narrative:
G3): the device evaluation and investigation were completed on 07sep2023. H3): the turbo-elite catheter and the separated distal marker band were returned for evaluation. Visual inspection found areas of inadequate epoxy on the distal end of the catheter. There was no further abnormality or damage to the catheter or the marker band. H6): based on the device evaluation and investigation, the cause of the failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.